Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxguard flow controller extension set with needleless y-site(s) experienced leakage. The following information was provided by the initial reporter: if you take a syringe and attempt to flush it, it will not go through the dial-a-flow. The liquid leaks from within the device.

Manufacturer narrative:
H.6. Investigation summary: 3 samples were received and tested by our quality team. The device was infused using saline solution at highest flow rate and leaks were realized in all three samples. This verified the customer's complaint. This issue has been escalated to both our manufacturing team and the supplier of the device components. The root cause for the issue seen in this complaint is an issue with the construction of the flow control valve. Upon supplier investigation it was found that the internal gasket of the flow control valve becomes misaligned when turning the control valve, causing for occlusion and inaccurate flow as seen in the investigated samples. Corrective actions have been implemented at the supplier level in order to correct the issue. The flow control valves used in these assemblies were created prior to the corrective actions having been implemented. Upon supplier investigation it was found that the internal gasket of the flow control valve was misaligned causing for occlusion and leakage seen at the flow control valve location. A device history record review for model mfs141 lot number 22029169 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03feb2022. H3 other text : see h.10.

Event description:
It was reported that 2 bd maxguard flow controller extension set with needleless y-site(s) experienced leakage. The following information was provided by the initial reporter: if you take a syringe and attempt to flush it, it will not go through the dial-a-flow. The liquid leaks from within the device.